Event description:
Prior to procedure, bronchoscope was inspected and intact; following procedure bronchoscope sheath peeling/flaking off at one section of bronchoscope. Scope was used appropriately; dr aware and disclosed to pt. Bronchoscope purchased in 2014; end of life will be 2014. Scope was repaired once for hole in bending rubber in 2016, no other issues.